Event description:
During a routine shift check by a clinician , the device displayed "pacer disabled," "defib disabled,"and "pacer fault 116" messages. There was no pt involvement in the reported malfunction.